Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user daughter called stating that both wheellocks on her manual chair are not holding.